Event description:
The customer reported to olympus, the high definition lcd monitor had no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was able to resolve the issue by reconnecting some wires at the back of the monitor which had been disconnected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is the root cause could not be identified although it can be presumed that it was due to wrong cable connection. Olympus will continue to monitor field performance for this device.